Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.026. Lot: 9351327. Manufacturing site: bettlach. Release to warehouse date: 28. Jan. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the connecting screw was received at the us cq. The device had signs of wear from typical usage, such as shallow scratched across its body. The upper external threads were stripped. There was slight damage to the internal threads at the head of the screw. No other issues could be identified with the returned portions of the device. Device failure/defect is identified. Functional test: a functional test was performed using the associated helical blade inserter that was received with the connecting screw. The connecting screw was unable to screw into the helical blade inserter as it was intended to due to the damage to the screw¿s upper external threads. The complaint can be replicated with the returned device(s). Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) were conducted. Device history: the received device was manufactured at the bettlach site on 28 january 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the connecting screw. The screw¿s upper external threads were stripped. The stripped threads prevented the screw from assembling with the associated helical blade inserter as intended. The device was also covered in light wear, such as scratches. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device had encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to a case on an unknown date, it was noticed that the threads of the coupling screw and interior threads of the helical blade inserter were stripped and prevented the piece from functioning properly. There was no patient involvement. This report is for a helical blade/screw coupling screw. This is report 1 of 2 for (B)(4).